Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
Sr-01423788b5: describe event or problem - additionalh2: additional information/device evaluationh3: device evaluated by manufacturer - additionalh6: event problem and evaluation codes - additional

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed pairing test and failed. Test on transmitter final functional tester: failed. Performed share log review and results show a transmitter failure alert. The reported event of transmitter failed error was confirmed.. A root cause could not be determined.